Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that while a patient was using a cleo 90 infusion set, the patient encountered an occlusion alarm. Upon troubleshooting the occlusion alarm with tandem customer technical support, the patient attempted disconnecting the tubing from the site, when the site fell off. The customer inspected the site and found "that the cannula was bent". The customer's blood glucose reading at the time of this event was over 600 mg/dl. The customer reported that she did not test for the presence of ketones. The customer administered a manual injection to address the high blood glucose level. The customer reported not having any infusion sets available, so the customer decided to return to manual daily injections until replacement infusion sets were delivered. No further adverse health outcomes were reported.